Event description:
It was reported that bd phaseal¿ injector luer lock n35c was damaged and the needle was exposed. This was discovered during use. The following information was provided by the initial reporter: n35 was damaged and the needle was exposed. (The needle should be retracted now by sales rep's advice) the returned spike set doesn't need investigation.

Manufacturer narrative:
H.6 investigation summary: one sample was provided to our quality team for investigation. Upon visually inspecting the product, no defects were observed, and the injector functioned properly product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our investigation we were not able to identify a root cause at this time. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c was damaged and the needle was exposed. This was discovered during use. The following information was provided by the initial reporter: n35 was damaged and the needle was exposed. (The needle should be retracted now by sales rep's advice) the returned spike set doesn't need investigation. Used for endoxan and etoposide.